Event description:
International complaint coordinator reports 20 incidents of blood leak on af 220 dialyzer. Incidents occurred approximately 150 minutes into treatment and was noted on blood leak alarm. Blood leak was verified visually in the dialysate and with positive hemastix. Blood was not returned to any of the patients with an estimated blood loss of 200 cc per incident. Treatments were resumed with new disposables and completed without further incident. Antibiotics were administered for prophylaxis. No patient injury or other medical intervention reported by complaint coordinator.